Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery hook instrument to perform failure analysis. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: some arms were missing the wheels that attach to the mechanism connecting to the robot arm. Some arms had exposed wiring. Some arms were non-functional. Some arms had cabling that had snapped at the elbow of the device.